Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the intra-operative complications experienced by the patient or the customer reported failure mode of poor coordination of the da vinci surgical system. No previous complaint was reported relating to this event. Isi has contacted the risk management department from the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2011. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci prostatectomy procedure to open surgical techniques after encountering issues with the patient's anatomy and poor coordination with the robot. However, at this time, it is unclear if a malfunction of the da vinci surgical system occurred during the surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci prostatectomy for adenocarcinoma of the prostate on (B)(6) 2011. Isi was provided with the operative report and the patient's medical records. According to the operative report, the surgeon noted that the prostate was extremely large and the anterior parietal peritoneum was extremely thick, succulent and oozy. The patient's tissue was also noted as being fibrotic, adherent, and difficult to dissect. One other issue the surgeon noted was that the robot was not coordinating and one hand of the other would work opposite of what my hands were actually doing moving. As a result of poor coordination of the machine, loss of blood, and the patient's anatomy, the surgeon made the decision to convert the da vinci prostatectomy procedure to open surgical techniques. The robot was then undocked. The surgeon indicated that the patient tolerated the procedure well and was taken to postanesthesia care in good condition.